Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received no delivery alarm. The customer's blood glucose was 167.4 mg/dl. The customer stated that the pump was unable to deliver her boluses completely and also reported that she put in a bolus of 2.1 units, but was not able to deliver insulin. The customer advised to replace the set and reservoir, but the customer declined and reported that she has already replaced the set and reservoir. The pump will not be returned for analysis.